Manufacturer narrative:
H4: the device was manufactured from november 11, 2020 - november 12, 2020. H10: the device was received for evaluation. A visual inspection was performed using the naked eye which revealed traces of silicone oil located on the interior wall of the housing. The blue winged cap was observed to be securely tightened and without evidence of leak. The bag that contained the unit was observed to be dry and no evidence of liquid was found inside the bag. Normal manufacturing process requires silicone oil to be applied by a validated amount to the exterior of the bladder (balloon) to prevent potential rupture from cover/housing contact. Sometimes, silicone oil from the bladder would drip on the inner wall of the housing; this condition is cosmetic and has no impact on the functionality nor safety of the product. There is no manufacturing requirement that there be no silicone oil on the interior wall of the housing. Therefore, the returned product met product specification and there was no product non-conformance. Leak testing was also performed, and no evidence of leak was observed from the unit. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was leaking from an unspecified location. The leak was observed after filling the device with an unspecified medication prior to patient use. There was no patient involvement. No additional information is available.